Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have high blood glucose and went to the emergency room on (B)(6) 2016. Customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer was hospitalized and when released, customer continue to have high blood glucose. Customer's blood glucose was 500 mg/dl. Troubleshooting was performed to determine reason for high blood glucose. Troubleshooting could not continue due to customer not having a tubing clamp. Tubing clamp would be sent to customer.